Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor that did not pair with the ilet for an extended time period, despite confirming no failed sensor alerts and not using a dexcom receiver or app; the agent advised toggling and reentering the pairing code and informed the user of pairing timeframe, and assisted with manual entry of a fingerstick glucose into the ilet. No adverse clinical symptoms reported. Outcomes included dosing interruption warnings and notification that cgm pairing was not established. User support included user-guided troubleshooting, pairing code reentry, and education on expected pairing time. Investigation of this case revealed a cgm communication and pairing issue limited to the ilet interface, with no hardware failure reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or transient connectivity-related factors consistent with known pairing behavior.

Manufacturer narrative:
Initial